Event description:
Additional information received reported acute pain and incontinence. It was noted that the patient experienced acute pain in the calves, thighs, and knees for approximately 1 year. It was stated that "it was as if her body "adapted" to the stimulation and it didn't work as well." The patient tried other programs, but "nothing seemed to help" with the pain. It was indicated that the patient experienced incontinence since she had her device implanted, but the patient never tried turning the device off to see if the stimulation was affecting this. It was stated that the patient "occasionally" had it before the device was implanted, but "it was nothing like it was" after implantation.

Event description:
It was reported the patient had a loss of therapeutic effect following a motor vehicle accident on (B)(6) 2012 in which the car rolled over. The patient had a seat belt on and stimulation was off at the time of the accident. The implantable neurostimulator (ins) site was sore. Stimulation was not covering the patient's calves and the bottoms of her feet were "burning." Stimulation had not been turned on since the accident and the patient was going to slowly turn on stimulation to see if any changes had occured. It was noted the patient needed a reprogramming prior to the accident. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).